Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion which was located in the right coronary artery was predilated with a 15/3.0 maverick2 monorail ptca catheter. The 3.00x16mm taxus express2 drug eluting stent (des) was advanced to the target lesion, but was unable to cross and "acted like it was getting stuck." The des was removed and wiped off with a sterile fabric towel, while doing this it was found that the stent tore threads out of the tightly woven fabric. The scrub tech stated, "there were sharp edges somewhere." The procedure was completed with another 3.00x16mm taxus express2 des along with a 3.0x20 taxus express2 des. No pt complications were reported and the pt's current condition is listed as "ok".

Manufacturer narrative:
.